Manufacturer narrative:
Date rec'd from MFR: 18sep2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19sep2019.

Event description:
The customer reported a ventilator with a low leak co2 rebreathing alarm. There was no patient involvement/harm.